Event description:
As reported, when using the outback elite device, the needle got stuck in the out position and were not able to retract it. While torquing the device during placement, the user held onto the black handle and encountered some resistance. They put a wire out the end of device and pulled device out. They used another device, and it worked great. There was not patient impact. The product was stored and handled according to the instructions for use (IFU) and inspected and prepped as per the IFU without any unusual findings prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was a 10 cm subintimal distance during device advancement, but the process was fairly smooth. The device made a clicking sound and then began to turn freely while torquing. The user also held onto the luer hub assembly located in front of the black handle during torquing. The tip was not stuck in the lesion while torquing, and the device was removed without injuring the patient vessel. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using the outback elite device, the needle got stuck in the out position and were not able to retract it. While torquing the device during placement, the user held onto the black handle and encountered some resistance. They put a wire out the end of device and pulled device out. They used another device, and it worked great. There was not patient impact. The product was stored and handled according to the instructions for use (IFU) and inspected and prepped as per the IFU without any unusual findings prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was a 10 cm subintimal distance during device advancement, but the process was fairly smooth. The device made a clicking sound and then began to turn freely while torquing. The user also held onto the luer hub assembly located in front of the black handle during torquing. The tip was not stuck in the lesion while torquing, and the device was removed without injuring the patient vessel. The device will be returned for evaluation.

Event description:
As reported, when using the outback elite device, the needle got stuck in the out position and were not able to retract it. While torquing the device during placement, the user held onto the black handle and encountered some resistance. They put a wire out the end of device and pulled device out. They used another device, and it worked great. There was not patient impact. The product was stored and handled according to the instructions for use (IFU) and inspected and prepped as per the IFU without any unusual findings prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was a 10 cm subintimal distance during device advancement, but the process was fairly smooth. The device made a clicking sound and then began to turn freely while torquing. The user also held onto the luer hub assembly located in front of the black handle during torquing. The tip was not stuck in the lesion while torquing, and the device was removed without injuring the patient vessel. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when using the outback elite device, the needle got stuck in the out position and would not retract. While torquing the device during placement, the user held onto the black handle and encountered some resistance. They put a wire out the end of device and pulled the device out. They used another device, and it worked great. There was no patient impact. The product was stored and handled according to the instructions for use (IFU) and inspected and prepped as per the IFU without any unusual findings prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30-second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation with no slack during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was a 10 cm subintimal distance during device advancement, but the process was fairly smooth. The device made a clicking sound and then began to turn freely while torquing. The user also held onto the luer hub assembly located in front of the black handle during torquing. The tip was not stuck in the lesion while torquing, and the device was removed without injuring the patient vessel. A non-sterile outback elite 120cm re-entry unit was received for analysis in a plastic bag and unpacked for evaluation. During visual inspection, the cannula needle was found fully deployed, and the handle slider was in the non-retracted position; no other anomalies were observed. Dimensional measurements were taken to assess cannula deployment and the usable length of the catheter, with results confirmed to be within specification limits. A functional test was conducted to evaluate the unit, during which the handle slider was actuated in an attempt to retract the needle cannula; however, the cannula did not retract as expected. The slider was moved back and forth multiple times without mechanical resistance or visible issues, yet the needle remained deployed. The torquing mechanism was also tested and operated normally without difficulty. Microscopic analysis of the returned device revealed a separation of the cannula. The reported ¿cto catheter system-torquing difficulty¿ was not observed during this product analysis because the torquing mechanism performed as expected. However, the reported ¿cannula/needle-retraction difficulty¿ was observed during functional analysis and the failure is secondary to the observed malfunction ¿cannula/needle-fractured/separated.¿ the separation broke the connection between the slider handle and needle, which prevented it from retracting. There were no unusual findings prior to use therefore, the separation probably occurred while the device was inside the patient. The exact cause of the separation cannot be determined, however, continued use of the device against resistance may be the contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿"if resistance is felt during deployment, do not apply unnecessary forward push on the outback® elite re-entry catheter. It may result in damage to the cannula tip and/or separation of the cannula tip. Ensure proper function of the outback® elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence as defined in ¿3¿ above. Maintain gentle forward pressure on the outback® elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback® elite re-entry catheter."¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.